Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) remoted into device, accessed command shell, ran powershell command, restarted bd data synchronization services and ensured disconnected icon goes away to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.